Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. Pvl can occur as a result of many factors including anatomical factors or technique related factors and is not a result of a device malfunction. In this case, although the patient had pre-existing mitral disease, implantation of this bioprosthetic valve may have also contributed to the mitral valve needing to be repaired post-aortic valve replacement. The aortic valve remains implanted in the patient and at this time, edwards lifesciences is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that one (1) hour post-implantation of this 21mm bioprosthetic aortic heart valve, pvl was observed on echo along with serious mitral insufficiency. As reported, the patient's aortic annulus was irregular and heavily calcified and the native mitral valve was calcified. The decision was made to go back on bypass, place additional sutures on the aortic valve, and repair the mitral valve with an annuloplasty ring. As reported, the mitral insufficiency was due to patient conditions and not related to the device, as the patient had an underlying mitral disease. After this procedure the patient was noted to be hospitalized in stable condition.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.